Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient underwent a revision surgery due to fluid loss. Old system was explanted and a whole new ams 700 was implanted. Patient was doing fine and no patient complications were reported in relation to this event. Explanted device will not be returned. It was further reported that the fluid loss was identified because the device would not pump up and the device would not work. The patient outcome following this surgery was good.